Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received condition. A borescope was used to verify the condition of the biopsy channel, starting from the opening at distal end. Upon entry, multiple white stains were discovered approximately five (5) millimeters (mm) from the opening at the distal end. The borescope was inserted further in. The biopsy channel was non-olympus. The borescope was removed from the distal end and reinserted into the biopsy channel port. Once inserted, stains were noted on the ks mount and a stain was found around the wall of the biopsy channel approximately sixty-five (65) mm from the opening. The suction cylinder was also inspected. Severe scrape marks were found around the metal portion. The suction channel was also non-olympus. In addition, a standard leak test was performed. The device was connected to a regulated air line and submerged in a tub of water. There were no signs of bubbles or leakage from the device when being observed. A secondary leak test was performed using an olympus alt-pro which resulted in passed. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a leak. Additionally, there was possibly a foreign substance in the distal tip near the biopsy channel and camera. The facility would not repair or remove the substance as it was a manufacturing issue. No patient injury or procedure impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as white stains found approximately 5mm from the opening at the distal end. It was presumed that the cause was a deviation in reprocessing at the facility. Olympus will continue to monitor field performance for this device.